Manufacturer narrative:
On (B)(6) 2019, the reporter noted that controls were outside of range for cl. The reporter tried recalibrating, but controls were still outside of range. The field service engineer determined there was a possible contamination of the ise block from static fluids. The ise components were removed, cleaned, and replaced. Ise checks were performed. Calibration and controls were tested and no alarms were received. Calibration data was acceptable before the event. Controls were within range, but a slight increase in recovery was noted one day prior to the event. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that the ise electrodes were changed on the cobas 6000 c (501) module on (B)(6) 2020. When replacing the ise indirect ci for gen.2 electrode, the reporter noted there was difficulty removing the electrode as it seemed almost stuck in the housing. The reporter was eventually successful in removing and replacing the electrode. Additional maintenance was then performed. Calibration and controls were fine. The reporter noted they did receive some ise noise alarms that night. The reporter stated they received discrepant results for one patient sample tested with cl and ise indirect k for gen.2 on (B)(6) 2020. No incorrect results were reported outside of the laboratory. The sample initially resulted with a k value of 10.0 mmol/l. Another tube from the same sample collection was tested on a second analyzer, resulting with a k value of 4.2 mmol/l. The original sample tube was then repeated on the second analyzer, resulting with a k value of 3.9 mmol/l. The sample initially resulted with a cl value of 67 mmol/l. Another tube from the same sample collection was tested on a second analyzer, resulting with a cl value of 105 mmol/l. The original sample tube was then repeated on the second analyzer, resulting with a cl value of 104 mmol/l. The k electrode lot number was c90, with an expiration date of 22-aug-2020. The cl electrode lot number was k46, with an expiration date of 15-jul-2020.